Event description:
Maude event report no: mw5041251 stated: I had to have both of my knees replaced in (B)(6) 2001 - right knee and (B)(6) 2005 - left knee. These were stryker knee implants. Both implants had to have revisions - (B)(6) 2013 - left knee and (B)(6) 2015 - right knee. Surgeon told me that bone in implants became (B)(6) like. The worse the surgeon had ever seen. More in my right knee. I suffered debilitating pain. Had to use wheel chair. Also gait was way off causing severe spinal pain for nearly 13 long years. This report will cover the right knee.

Manufacturer narrative:
An event regarding loosening in the right knee involving an unknown stryker knee system was reported. The event was confirmed by medical review. Meth-medical records received and evaluation: the primary harm involved is the need for revision surgery caused by implant loosening and periprosthetic osteolysis. No conclusion can be reached as to causation as insufficient documentation as presented. Further documentation required would include: pre-and postoperative office/clinical notes, operative reports and implant records from the index tka surgeries, dated pre and post op xrays from the index and revision surgeries, pathology reports, microbiology reports and implant retrievals. Conclusion: medical review could not identify the exact cause of the event because insufficient information was provided. Further information such as product details, product return, pre-and postoperative office/clinical notes, operative reports and implant records from the index tka surgeries, dated pre and post op xrays from the index and revision surgeries, pathology and microbiology reports are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Maude event report no: mw5041251 stated: I had to have both of my knees replaced in (B)(6) 2001 - right knee and (B)(6) 2005 - left knee. These were stryker knee implants. Both implants had to have revisions - (B)(6) 2013 - left knee and (B)(6) 2015 - right knee. Surgeon told me that bone in implants became (B)(6) like. The worse the surgeon had ever seen. More in my right knee. I suffered debilitating pain. Had to use wheel chair. Also gait was way off causing severe spinal pain for nearly 13 long years. This report will cover the right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.